Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument to perform failure analysis. Failure analysis found the primary finding of distal loose grip cables to be related to the customer reported complaint. The large needle driver instrument was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Image review: the provided image of the return material authorization (RMA) tag is consistent with this complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large needle driver instrument would spin when trying to suture. The procedure was completed with no reported injury.